Manufacturer narrative:
(B) (4). (B) (4). Ref. MDR: 1219930-2010-00106 (same case/patient, different product code).

Event description:
Procedure type: orthopedic. According to the reporter: the patient was operated on because of a rhizarthrosis at the carpometacarpal joint. After fiber plastics and skin occlusive with the suture, it became an infected wound on the 7th postoperative day. The wound was debrided, closed, and drained.